Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 5.00 mm x 12 mm nc emerge balloon catheter was advanced to post-dilate an implanted stent. However, the balloon ruptured upon inflation at 8 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications nor injuries were reported.